Event description:
His (B)(4) was reported is related to (B)(4). It was reported that this was a plif (l4-5) for treating degeneration on (B)(6) 2022. As reported on (B)(4), it was confirmed that the cage in question has been back out by CT on (B)(6) 2022. Then, an emergency reoperation was performed, and the cage was reinserted. It was placed deeper than the primary surgery. However, on (B)(6), it was confirmed that the cage was back out again. The cage was removed under local anesthesia. No further information is available. (B)(4) the first back-out on (B)(6) 2022. (B)(4) the second back-out on (B)(6) 2022. This complaint involves one(1) device.

Manufacturer narrative:
The investigation could not reach a conclusion as the physical device, lot, and imaging information were not provided. No further information was available or provided by the complainant.